Event description:
It was reported that the tcm reboot several times when turned on during the set up. The system was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative replaced the main pca tcm and the capacitor, bulk, main dc supply parts. The problem was resolved. The parts were returned to the manufacturer and no problems were found. The failure was potentially related to a loose connection. This report is being submitted to the FDA as a result of a retrospective review of product complaints.